Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient saw a replace generator message on their patient controller. The patient has lost stimulation and surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of ¿replace generator soon¿ message was confirmed. As received, the returned device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis of the returned ipg confirmed it had normal battery depletion to the end of life (eol).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.